Manufacturer narrative:
Additional information was received on 16-mar-2023. It was reported that the correct lot number for this complaint is (B)(4). A device history review was performed for the finished device e8432355 number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 28-feb-2023. The device evaluation was completed on 07-mar-2023. Visual inspection was performed following bwi procedures. Visual analysis revealed no damage nor anomalies on the device. No white powdery substance on the length of the catheter and the handle were observed. The issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. A device history review was performed for the finished device e8432360 number, and no internal actions related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent and atrial flutter (afl)] procedure with soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and a foreign material on usable length of the catheter issue occurred. It was reported that when the catheter packaging was opened, they discovered a "white powdery substance on the length of the catheter and the handle." The biosense webster (bwi) representative stated that the staff did not feel comfortable using the catheter. When the catheter was replaced, the issue resolved. No adverse patient consequence was reported. The foreign material on usable length of the catheter issue is MDR reportable to the FDA.